Event description:
Customer's wife called to report a hospitalization due to low blood glucose. The current blood glucose reading is 173 mg/dl. Caller stated that she believes the insulin pump was not working. The blood glucose reading at the time of the event was 15 mg/dl. Caller requested a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.